Event description:
It was reported that an alert transmission was received in the clinic showing the device in back up vvi. Subsequently during an in clinic visit, interrogation confirmed the device was in back up vvi. The device was explanted and replaced. Patient had no issues after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the device went into backup vvi due to a power-on reset during hv therapy delivery. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.